Event description:
It was reported that the preventive maintenance performed on the device failed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage block assembly, front cover, rear case, left/right handle, barrel clamp, left iui, left iui seal, right iui, flange retainer, and wiper seal. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of (B)(6)2009 . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of the carriage block assembly 8110/8120. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of the carriage block assembly. A review of the device history record showed the device had a manufacture date of 20oct2009 . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the preventive maintenance performed on the device failed. No additional information was provided. There was no patient involvement.